Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet was not receiving glucose readings from a paired dexcom g7 continuous glucose monitor (cgm) sensor, and readings resumed during a settings review, consistent with intermittent communication interruption involving the electrical/magnetic antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact, and blood glucose was not affected. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, aligning with an intermittent communication issue potentially related to the antenna path. It was concluded, based on previously established findings for similar reports, that the cause was transient communication behavior resolved without intervention.